Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the illuminator involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. A visual inspection was performed and the unit was found in good condition; error 48238 was observed. The unit was installed into a test system and at start up it was confirmed that there was no power. The ac fuse was also checked and one was blown off. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vanci-assisted surgical procedure, the illuminator light shut off and the front panel led's were off. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to cycle the illuminator power switch. The illuminator remained off and the customer was unable to turn it on using the camera head light switch. The system event logs showed error 48238 indicating loss of illuminator communication. The customer was recommended to use an alternate light source. The customer connected light guide to another laparoscopic light source to complete the procedure. There was no report of patient harm, adverse outcome or injury. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse removed and replaced the illuminator. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.